Event description:
Confused patient in ccu disconnected the disposable blood pressure cuff from the cable to the ECG monitor. She then took the cable end and twisted it onto the port on her infusion set. The incident was discovered within 5-7 minutes. During this time the blood pressure machine did not cycle. Both the infusion set port and the cable connection from the ECG monitor are standard luer-lok. The patient was not harmed.